Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen was no longer responding to touch input. Upon inspection, a crack was observed on the screen, and the display showed discoloration when touched. The user was unable to navigate or operate the device. At the time of the call, the user¿s blood glucose (bg) was 385 mg/dl, and the user had reverted to multiple daily injections (mdi) for insulin therapy while awaiting replacement. No physical injury from glass shards occurred. The agent arranged for an overnight replacement ilet. The user confirmed they would continue mdi until the new device arrived. No symptoms, external assistance, or medical intervention occurred.